Manufacturer narrative:
It is unclear what role, if any, the lava ultimate restoration played in the reported extraction outcome. Other factors, such as prior tooth history, multiple tooth treatments (including those with non-3m products) may have contributed to the need for extraction.

Event description:
On (B)(6) 2016, a dentist reported that an (B)(6) male patient required extraction of tooth #12. This tooth had received a lava ultimate cad/cam restorative for e4d crown on (B)(6) 2013. The tooth required the lava ultimate crown because a prior crown had broken at the gum line. On (B)(6) 2013 and again on (B)(6) 2014, the lava ultimate crown debonded; each time it was re-cemented. On (B)(6) 2014, a new, non-3m crown was made and cemented ((B)(6)). This non-3m crown also debonded on (B)(6) 2014, and was re-cemented each time. On (B)(6) 2014, core-build-up was completed and another new non-3m crown placed. On (B)(6) 2015, this tooth was extracted; the reporting dentist indicated the extraction was due to recurrent decay, leakage and repetitive debonding.